Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was under-fill or low draw of a tube with blood and the stopper pops out of the tube the following information was provided by the initial reporter and translated to english. The customer stated: the "tube didn't draw enough blood volume. Blood leaked from the tube.". Additional information: per a provided photo, there is indication of a damaged stopper.

Manufacturer narrative:
Investigation summary: bd received a sample and nine (9) photos for investigation. The sample and photos were reviewed and the indicated failure mode for underfill and damaged stopper was observed. One hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of damaged stopper was not observed. Additionally, twenty (20) retention samples were evaluated by function testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill and damaged stopper. Bd determined that the root cause of the damaged stopper was attributed to non-fill of the stopper molding. Awareness of this complaint has been created within quality and engineering teams. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was under-fill or low draw of a tube with blood and the stopper pops out of the tube the following information was provided by the initial reporter and translated to english. The customer stated: the "tube didn't draw enough blood volume. Blood leaked from the tube." Additional information: per a provided photo, there is indication of a damaged stopper.